Manufacturer narrative:
(B)(4). This is a report of use error, where the customer damaged the supplies during use. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. Also, it warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidently put a hole in the tubing during dwell three of five of peritoneal dialysis therapy on the homechoice. The patient was connected at the time. The technical services representative reviewed proper procedures with the patient and assisted with ending therapy. There was no patient injury or medical intervention reported. No additional information is available.